Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found optic torn/split, haptic deformed, and foreign material on lens surface specified as residue. (B)(4).